Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
Additional information: return device analysis revealed a distal shaft separation. Follow-up with the account confirmed that the entire catheter was removed on the guide wire and that the physician was not aware of the separation. However, the physician stated that there may have been resistance during removal of the device which could have resulted in the separation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a concentric lesion with moderate tortuosity, mild calcification and 90% stenosis in the proximal left anterior descending (lad) artery. Pre-dilatation was performed with a 3.0 x 20 mm rx trek balloon; however, the balloon would not deflate after the second inflation at 12 atmospheres (atms). The physician attempted to deflate the balloon using the inflation device several times and the balloon partially deflated. Although, the device was removed from the patients anatomy as a single unit, there was no report of difficulty during removal of the device. Then, a guiding catheter was engaged in the coronary again and the procedure was completed after stenting. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported deflation difficulty could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.